Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient left a voicemail message stating the interstim seems to have stopped working and they need help to get it under control. Patient reported they experienced a loss of therapeutic effect about a week or two following the implant procedure. They had already increased amplitude prior to calling and this did not improve urinary urgency symptoms. During the call they tried all 7 programs and increased amplitude above 6.0 on each and felt no stimulation sensation at all. They stated they had previously felt the stimulation sensation at implant and now they do not feel anything at all. They reported no falls or traumas however reported they went off all their meds: myrbetriq and tamsulosin and macrobid. Recommended patient schedule a follow up appointment with managing physician to discuss their loss of therapeutic effect as well as loss of stimulation sensation.